Event description:
Pt reported their pump is broken, no further details provided. Pump serial number and expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? Unknown: did pharmacy replace device? Yes, is device associated with event available for return? Unknown.